Event description:
Medtronic received a report that the product was pulled from packaging and hydrated with syringe in hoop and placed in wire bowl to further hydrate. Upon request to get wire inserted through cheater sheath into catheter that they noticed the coating of the wire was being removed. They analyzed the wire further to deem not safe to use on the patient and requested a new wire to be opened. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-may-06 mpxr 1178704 (rep, hcp): medtronic received a report that the product was pulled from packaging and hydrated with syringe in hoop and placed in wire bowl to further hydrate. Upon request to get wire inserted through cheater sheath into catheter that they noticed the coating of the wire was being removed. They analyzed the wire further to deem not safe to use on the patient and requested a new wire to be opened. No patient symptoms or further complications were reported as a result of this event. 2024-05-08 e1 (rep, hcp): no additional information received. 2024-05-16 e2 (rep, hcp): no additional information received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of (B)(4), lot #: b571408. As found condition: the hyperglide (x-pedion-10) guidewire (ref: (B)(4) lot: b571408) was returned for analysis within a shipping box, a plastic pouch, and a blue folded cloth like material. The hyperglide guidewire was returned with a torque device secured to its proximal end. Damage location details: no bends or kinks were found with the hyperglide guidewire. The guidewire coating was found damaged (bunc hed/gathered/compressed together) at 34.0cm from the pusher¿s proximal end. The guidewire distal coiled section was found to be in good condition. Conclusion: based on the device analysis and reported information, the customer¿s ¿coating removal during use¿ report was confirmed as the guidewire coating was found damaged. Damage to the guidewire¿s proximal coating can occur if the guidewire coating edge catches while pulling the guidewire through the ¿cheater sheath¿ (introducer needle). The guidewire should be threaded through the introducer needle carefully to avoid any mechanical stress or abrasion that could damage the coating. If the introducer needle has sharp edges or defects, it can cause unintended damage to the guidewire coating as it is being introduced. However, the cause of the coating damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.